Manufacturer narrative:
Updated implant year.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient received a revision of femoral stem (cemented). Additional information january 14 2020. The patient was revised due to the cemented stem loosening. The proximal bone , including the greater trochanter was preserved, then prepared the proximal femur and implanted a 200 mm cemented stem with an update dfr construct.